Manufacturer narrative:
The exact device was evaluated at zyno medical. The reported issue cannot be duplicated. Device performance meets factory specification.

Event description:
Customer stated that "while pt receiving premeditation infusion, pump malfunctioned. Did not alarm that infusion complete or that air was infusing through pump. Pt received small amount of air alternating with normal saline. - amount unk." The pt was brought to the ER at (B)(6) hosp as a result. The pt was evaluated and determined to be stable.

Manufacturer narrative:
The device manufacturing date was listed incorrectly on the MDR (3006576795-2015-0001) filed on 02/12/2015. The manufacturing date should be 07/29/2010, but not 08/2010. This is a follow-up to make the correction.